Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to the implantable pulse generator (ipg) no longer functioning as intended. The patient was doing well postoperatively. The explanted device components was not returned.

Manufacturer narrative:
Block b3: approximated based on the date of the revision procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 15281338, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 15549708, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to the implantable pulse generator (ipg) no longer functioning as intended. The patient was doing well postoperatively. The explanted device components will not be returned.